Event description:
Customer reported the system locked up during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and retapped the input transformer for the correct voltage. System operates as intended.